Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced (B)(6) infection at implant site and subsequently was treated with IV antibiotics for a duration of 4-6 weeks. The patient underwent skin revision surgery in order to remove the abutment.